Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the red and yellow level sensor to function as intended. He connected each level sensor transducer head to a lab use only (luo) reservoir. The level sensors each passed testing on the thin and thick wall of the reservoir. All appropriate alerts and alarms were triggered.

Manufacturer narrative:
The UDI number for the other replaced level sensor pn195274; (B)(6) is (B)(4).

Manufacturer narrative:
The reported complaint was confirmed. Per data log review: the log showed on 17may2021 that the alarm probe status was frequently changing from coupled to uncoupled, back to coupled in the same second. This would cause an alert tone when the level detection was turned on. The status was likely changing so fast that the central control monitor (ccm) did not indicate what caused the alert tone. The log confirms the complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) could not verify the reported complaint. The system worked properly when tested. The fsr replaced both level sensors and checked the level detector system. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the unit was making an audible alarm with no error message displayed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the manufacturer's clinical specialist spoke with the perfusionist regarding the incident the team had with the heart lung machine (hlm) during a cpb procedure on an unknown date, but the week of (B)(6) 2021. The team received a phantom alarm on the hlm during cpb. The manufacturer's clinical specialist spoke with the perfusionist regarding the additional messaging area that did not have any listed alarms for the cause. They were informed that this may occur when the level sensing system (cable sensor) couples and decouples quickly. The team did check to make sure the cables for the sensing system were new and they do place the pads and the sensors on per the instruction for use (IFU). There was no delay in the continuation of the surgical procedure. There was no harm or blood loss due to this issue.